Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The affiliate reported that according to the customer, the hospital has experienced over the last several months, that duraform was dissolved within a very short time period in 5-7 procedures. In all these cases a 2nd operation became necessary and no duraform could be found in the places where the product was originally implanted. There were 2 cases where the duraform disappeared within one and three days respectively after implantation. The hospital is going to collect further data and will provide it shortly. Please see complaints (B)(4).

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Please be advised that the affiliate returned the customer¿s inventory samples. The product was received in the original packaging and is new / unused. However the returned product is not the same product 80-1477 as referenced in the complaint. The 3 returned product codes 80-1472, 80-1478, and 80-1480 were not used, therefore are not associated with patient issues / complaints. These products are inventory samples returned for testing purposes only. Upon completion of the investigation, it was noted that based on the data obtained during the investigation, no correlations could be made to find a definitive root cause. Physical inspection of the returned product showed no evidence of issues with cross linking or deterioration after shipment from the supplier. In addition, no major observances were made when comparing cross-linking parameters between complaint and non-complaint lots. A review of the documentation found no indication of process procedural deficiencies, or operator error, and preventive maintenance for major equipment was found to be up to date. This investigation concludes that the complaints were an isolated event, stemming from one user site. This conclusion applies to all complaints and lot numbers identified in the complaint description. A review of the devise history records for lot CT 000407, CT 000492, and CT 000748 did not revealed any anomalies. These lot codes appear to have met all testing requirement, there were no anomalies noted during manufacturing process. We will continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed.